Manufacturer narrative:
The device was not returned to the manufacturer for physical eval and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) nurse has reported that dialysis solution has leaking out of the cassette and into the cycler. Nurse stated that when he opened the cycler door this morning, fluid began to leak out. Pt had completed his treatment. Pd nurse stated that a small pinhole was identified on the front of the cassette, on the right pump head of the cassette. The pd nurse also mentioned that the pt did not develop an infection or have any adverse effects from the incident; pt is fine. Sample has not been returned to the manufacturer.